Event description:
It was reported that this patient with a pacemaker does a lot of biking. It was noted that during biking the heart rate was 150 then drops to the lower rate limit. Technical services noted that likely the minute ventilation (mv) signal is saturated most likely from panting. Additionally, there was observations of noise on the non-(B)(6) right atrial (ra) lead. Technical services discussed possible causes and provided programming options. The field representative reprogrammed the device and changed the mv vector to right ventricular (rv) from the right atrial (ra) and was re-calibrated. At this time, the pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).